Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 400 mg/dl and a low blood glucose of 52 mg/dl. The customer did not provide a blood glucose level at the time of the call. The customer was assisted in setting up the alerts on their insulin pump. The customer declined troubleshooting for the high and low blood glucose events. The device will not be returned for analysis.